Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be peeling. Evaluation revealed that all of keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under all key contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the up and down button is intermittently responding. The reporter indicated that there was no damage to the keypad. The issue was not resolved with training. There was no evidence of product misuse. The animas product is being returned for investigation. The patient will go to the backup plan as needed. There was no adverse event associated with this complaint.